Manufacturer narrative:
This report is submitted on novemeber 02, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the surgeon, the patient experienced an extrusion of the device secondary to an infection at the implant site that was successfully treated with IV antibiotics. The device was explanted on (B)(6) 2021. It is unknown if the patient was re-implanted with another device.